Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 350 mg/dl. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer's current blood glucose is 206 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. The customer was treated by intravenous insulin. Customer also stated that the insulin pump had stuck button alarm in alarm history. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.